Manufacturer narrative:
Suspect device was received on november 16, 2020. Upon receive of the device, it became evident that the device was mentor saline device. On november 20, 2020 additional information received indicated that implants were found to be intact upon explant and the doctor had to manually deflate them. Therefore there was no product issue. Device evaluation completed on december 3, 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown silicone breast implant experienced right sided rupture post procedure. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2020.